Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pump was explanted. Info provided indicated "mrsa pump and tissue rec'd. Tissue from around pumps". No other info was provided.